Manufacturer narrative:
Root cause: customer entry error. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 51 mg/dl. Customer consumed glucose tablets to address bg. Reportedly, the customer over-estimated how much insulin was needed when addressing an elevated bg level via bolus delivery. Elevated bg value and cause were not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.